Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.5/2.0/086(sphere/cylinder/axis) tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged with the replacement lens and the problem was resolved. No patient injury was reported. Cause of the event is unknown.